Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Seven - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(4)-2010 08:00:51 and (B)(4)-2010 10:59:16. Two - vf (ventricular fibrillation) <=150 ms on (B)(4)-2010 16:03:39 and (B)(4)-2010 08:45:37. 2 - patient alerts for out of tolerance lead impedance on (B)(4)-2010 and (B)(4)-2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.